Event description:
A distributor reported that two connectors were missing from a quantity of 2 rt125 infant breathing circuit kits. No patient consequence was reported.

Manufacturer narrative:
The product involved in the complaint was not returned for inspection. An investigation was carried out based on the event description and previous experience of similar complaint. Results: a lot check revealed no other similar complaints for this lot number. Conclusion: the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. .